Event description:
(B)(4). I had essure done in (B)(6) of 2013 after my 4 child since then I've had miscarried. My stomach looks like 6 months pregnant. I stay in pain all day. I have period 2 -3 time a month. Heavy bleeding and big clots. I get uti every other week. Painful sex. Sometime I can barely even walk. Was done when I had (B)(6).